Event description:
It was reported that the generator displayed an error message for "ac power not available." The generator was returned to the manufacturer for analysis. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Product event summary: analysis confirmed the reported event, the analog printed circuit board (pcb) was out of electrical specification. It was also noted that the display pcb was out of specification and the front bezel and beacon lens were broken. (B)(4).